Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure of the implantable pulse generator (ipg) for an unknown reason. No additional information was available.